Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff reported errors, including error 23062, which signaled an ergonomics error. Symptoms indicated an ergonomics failure on console 1. Technical support engineer (tse) recommended powering off and disconnecting console 1 and then restarting the system as a single console system. After power-up, the customer continued the procedure using one console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to port placement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Reviewed error logs with technical support engineer (tse), and determined that the error was coming from the surgeon side console (ssc) arm rest motor. The issues could have been in the cabling, board, or motor. The fseremoved the ssc covers and reseated what seemed to be a loose j18 power cable. Re-seated the cable and powered on the system 10 times with the covers on and off with no faults. Also moved the armrest up and down multiple times, with no fault. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.